Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of genital haemorrhage ('much bleeding'). In an adult female patient who had essure (batch no. C18707), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: dysmenorrhoea. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), metrorrhagia ("heavy brown menstrual discharge"), dysgeusia ("metal taste in mouth"), migraine ("migraines"), dyspareunia ("pain during intercourse") and back pain ("back pain"). The patient was treated with surgery (robot-assisted bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, metrorrhagia, dysgeusia, migraine, dyspareunia and back pain outcome was unknown. The reporter considered back pain, dysgeusia, dyspareunia, genital haemorrhage, metrorrhagia and migraine to be related to essure. The reporter commented: discrepancy noted, the insertion details as per mr is (B)(6) 2015. No. Of coils: after retracting the hysteroscope, there were 4 rings protruding from the tubal ostia. As per manufacturer recommendation, the spent essure device was then reloaded for the contralateral tube. And the scope redirected to that side, in the same fashion, and with the same result (1 rings). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: dyspareunia. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 2-mar-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('much bleeding') in an adult female patient who had essure (batch no. C18707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhoea. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), metrorrhagia ("heavy brown menstrual discharge"), dysgeusia ("metal taste in mouth"), migraine ("migraines"), dyspareunia ("pain during intercourse") and back pain ("back pain"). The patient was treated with surgery (robot-assisted bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, metrorrhagia, dysgeusia, migraine, dyspareunia and back pain outcome was unknown. The reporter considered back pain, dysgeusia, dyspareunia, genital haemorrhage, metrorrhagia and migraine to be related to essure. The reporter commented: discrepancy noted: the insertion details as per mr is (B)(6) 2015. No. Of coils: after retracting the hysteroscope, there were 4 rings protruding from the tubal ostia as per manufacturer recommendation the spent essure device was then reloaded for the contralateral tube, and the scope redirected to that side, in the same fashion, and with the same result (1 rings), concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: dyspareunia. Quality-safety evaluation of ptc: in this case no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. Review of the associated batch documentation did not reveal any relevant deficiencies or give any reason to suspect a quality defect. No complaint sample was received for investigation therefore the complaint could not be evaluated in greater detail. No similar ae case reports were identified for the reported batch. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality defect was given. Therefore no meddra llt can be provided. Based on the information, a relationship between the reported medical events and a quality defect cannot be excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the case becomes serious incident. Mr received. Reporter information, explant date , other relevant history, auto-narrative supplement added. Rcc and product information were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.